Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and compromised force system sensor and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis and high blood glucose of 578 mg/dl. The customer's blood glucose reading was 133 mg/dl at the time of the phone call. Troubleshooting found that the high blood glucose occured during an infusion set change. Customer declined troubleshooting for high blood glucose. Customer was advised that the device would be replaced and to return the product for analysis.